Manufacturer narrative:
It was reported that left hip revision surgery was performed due to elevated cobalt and chromium levels. During revision, the femoral head was removed while bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. It was reported that a left hip revision surgery was performed to repair soft tissue reactions and due to elevated cobalt and chromium levels. Serum chromium levels were measured and these were almost 20 times normal range. An MRI with metal subtraction technique was done and showed lots of soft tissue inflammation reaction around the components. The intraoperative report indicates there was black synovitis in the synovium, black tissue in the anterior capsular synovium and metallosis around the left hip joint capsule. Synovial and tissue samples were taken. However, no lab reports or results were provided. Revision was completed using a biomet head, insert and stem w/retained s&n cup which is an off label use. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels nor the lab reports were provided for review. The black synovium, black tissue and soft tissue inflammation reaction are consistent with metallosis, however without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the tissue damage and elevated metal ion levels cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Unable to rule out the patients¿ chronic history of hypertension, diabetes and renal transplant as contributory factors to his reported symptoms. The patient impact beyond the revision, and expected transient post-op convalescence period cannot be determined. It was also noted that use of a competitor¿s head, insert and stem (biomet), these were implanted at the time of revision, alongside the remaining bhr cup. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to elevated cobalt and chromium levels.